Manufacturer narrative:
A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. This supplemental medwatch report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: left ptosis. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent unspecified breast augmentation with a 275cc mentor smooth round moderate profile on both sides and was presented with breast implant deflation on her right side postoperatively. As a result, the patient underwent bilateral explantation and replacement with catalog number 3503751bc; serial number (B)(4) on the right side and with catalog number 3503751bc; serial number (B)(4) on the left side on (B)(6) 2019. On september 9, 2021, mentor became aware that patient also experienced bilateral ptosis in addition to right side deflation. This medwatch report is for the patient¿s left-sided device.